Manufacturer narrative:
Evaluated one opened/used partial enlite sensor and found sensor cannula bent inside sensor base. See attached file for details. No broken or missing parts were observed during analysis. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they received lost sensor alarm. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer states the introducer needle was missing. The customer states the cannula was missing. The customer was advised the sensor would be replaced and returned for analysis.